Event description:
Literature review titled "Battle of the Brands: A Multicenter Comparative Analysis of Outcomes in Immediate Implant-based Breast Reconstruction With Acellular Dermal Matrices" reported "cellulitis", "hematoma", "seroma", "delayed wound healing", "surgical site infection (SSI), infection", "capsular contracture Baker grade I, II and III", "Dehiscence", "Mastectomy flap necrosis" and "rupture". The article also reported "oncological indications, cancer recurrence", "red breast syndrome (RBS)" and "delayed reoperation (¿90 d)" considered not device related. This record is for an unknown side. Devices were explanted and/or replaced during the study. This article involved 170 patients.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-26, 2026.Article Citation:Lava CX, Li KR, Episalla NC, Berger LE, Rohrich RN, Holmvik CL, Andrade NG, Shih JJ, Behari K, Tom LK, Parikh RP, Jabbour SF, Fan KL. Battle of the Brands: A Multicenter Comparative Analysis of Outcomes in Immediate Implant-based Breast Reconstruction With Acellular Dermal Matrices. Plast Reconstr Surg Glob Open. 2026 Jun 24;14(6):e7881. doi: 10.1097/GOX.0000000000007881. PMID: 42367708; PMCID: PMC13300599.The events of Capsular Contracture Baker grade I, II, III ; seroma-late, hematoma, delayed healing, cellulitis, surgical site infection (SSI), infection, necrosis, and wound dehiscence, are physiological complications and analysis of the device generally does not assist Allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Rupture, Capsular Contracture Baker grade I, II, III ; seroma-late, hematoma, delayed healing, cellulitis, Infection, necrosis, wound dehiscenceArticle Physician of Contact:Kenneth L. Fan, MDDepartment of Plastic and Reconstructive SurgeryGeorgetown University Hospital3800 Reservoir Road NWWashington, DC 20007E-mail: kenneth.l.fan@medstar.netAdditional Contributing Authors:Christian X. Lava, MS (1,2)Karen R. Li, MD (1,2)Nicole C. Episalla, MD (2)Lauren E. Berger, MD (3)Rachel N. Rohrich, BS (2)Claire L. Holmvik, BS (1)Nichole G. Andrade, BS (1)Jie Jung Shih, MS (1)Kana Behari, MS (1)Laura K. Tom, MD (4)Rajiv P. Parikh, MD (4)Samer F. Jabbour, MD (5)Kenneth L. Fan, MD2Key To Authors Departments and Contact Information:1 Georgetown University School of Medicine, Washington, DC; 2 Department of Plastic and Reconstructive Surgery, MedStar Georgetown University Hospital, Washington, DC; 3 Hansjörg Wyss Department of Plastic Surgery, New York University Langone, New York, NY; 4 Department of Plastic and Reconstructive Surgery, MedStar Washington Hospital Center, Washington, DC; 5 Department of Plastic and Reconstructive Surgery, MedStar Southern Maryland Hospital Center, Clinton, MD.